Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device confirmed the connectors, display, and labels were free of physical damage. Internal inspection identified a thermal event on the rf control board. It was confirmed the rf amp board at slot 1 was non-functional as the board was temporarily replaced and functionality was restored.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event with the generator.